Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 4. Reference MFR report #1627487-2016-03992, 1627487-2016-03993, 1627487-2016-03994. It was reported the patient experienced discomfort and tightening in her neck due to scar tissue. The patient underwent surgery on (B)(6) 2016, where the scar tissue was removed. The patient reported the issue was resolved.